Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user reported problems with humapen memoir device. The user returned the actual complaint device (lot 1001c01, manufactured january 2010) for investigation. A detailed investigation determined the root cause is a faulty or damaged microprocessor. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action failed microprocessor - as this is the only known occurrence of a failed microprocessor, no actions will be taken at this time. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010 it was reported that the patient's humapen memoir digits was "dead". The humapen memoir was associated with product complaint (B)(4). The returned device was found to have missing segments in all areas of the display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2010.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010, it was reported that the patient's humapen memoir digits was "dead". The humapen memoir was associated with product complaint (B)(4)/ lot 1001c01. The returned device was found to have missing segments in all areas of the display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2010. Update (B)(4) 2011: additional information received on (B)(4) 2011, from the global product complaint database added the device specific safety summary; and updated the EU/ca fields.